Event description:
It was reported: pre-op sed-rate & c-reactive protein were increased-dr suspected infection, tibia showed radiolucency when tibia was removed. Looked as though "metalosis" was present; knee was infected.